Manufacturer narrative:
The field service engineer tested the liquid level detection voltage and this was within specification. The engineer checked all probe adjustments and they were in specifications as well. When checking the tsh reagent pack a number of bubbles were found inside. The reagent disc grounding system was cleaned and checked. Grounding was within specification. Performance testing and precision studies were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 5 patients sample tested with the tsh elecsys on cobas e411 serial number (B)(4). On (B)(6) 2022 the customer ran 2 patients' samples (samples 1 & 2) and initially resulted in tsh values of <0.03 miu/l and upon repeat they were still <0.03 miu/l so they reported those results outside of the laboratory. Later in the day they started getting the liquid level detection errors so they put on a fresh reagent and that did not resolve it. They took the same new reagent pack and placed it on the other analyzer and it worked there without errors. On (B)(6) 2022 the customer took the 2 patients' samples and repeated them on a second analyzer and recovered 4.10 miu/l for one and 0.65 for the other miu/l. The customer then pulled all samples that were initially tested on previous days and repeated them on the same system. It was then determined that questionable tsh results were measured for 3 additional patients' samples (samples 3, 4 & 5): sample 3 initially resulted as <0.03 miu/l on (B)(6) 2022 and repeated as 4.9 miu/l. Sample 4 initially resulted as <0.03 miu/l on (B)(6) 2022 and repeated as 1.9 miu/l. Sample 5 initially resulted as <0.03 miu/l on (B)(6) 2022 and repeated as 1.6 miu/l. The tsh elecsys reagent lot number was 58940901. The expiration date was not provided.

Manufacturer narrative:
The last calibration performed on 16-nov-2022 was ok. Upon review of the alarm trace, a liquid level detection alarm was observed. The investigation determined the issue was resolved by the service actions. The issue was resolved and no further issues were reported after the service visit.